Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional device reported for this event: battery (B)(4), catalog # 1650de, MFR date: 06-01-2014, exp. Date: 06/30/2015. (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that battery (B)(4) met all requirements for release. Analysis of the returned battery (B)(4) revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of multiple flags enabled which rendered the battery inoperable and a faulty cell pair #3. The manufacturer has opened an internal investigation to evaluate the faulty cells. Remediation action with a recall and reported to FDA under z-1607-2014. Analysis of battery (B)(4) revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of exhibiting a high max error indicative of a unit that is out of calibration. The high max error increases if the patient does not drain their batteries down to 25% before changing them. The confirmed malfunctions are related to the reported event. The most likely root cause of the reported event may be attributed to a combination of the high max error found during testing, indicative of a unit out of calibration and the battery with a faulty cell pair. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported as per the vad coordinator that a battery charger indicator was blinking red when both batteries were connected to charge.